Event description:
The customer reported to siemens an erroneously depressed calcium (ca) result was obtained for one (1) patient sample on an atellica ch 930 analyzer. The erroneously depressed patient sample result was reported to the physician and not questioned. The same patient sample was reprocessed on an alternate atellica ch 930 analyzer. A higher result was obtained, considered correct, and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed calcium (ca) result.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed calcium (ca) result obtained for one (1) patient sample on an atellica ch 930 analyzer. Siemens healthcare diagnostics is investigating the event.